Event description:
It was reported the needle broke off in the patient at the end of a robotic assisted bronchoscopy with ion and bilateral endobronchial ultrasound procedure under anesthesia. The tip of the needle was removed with forceps and the patient's health was not affected. The reported malfunction resulted in a 10 minute delay and the procedure was completed.